Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: unk. Onsite functional and visual examination was performed by a manufacturer representative. The system was determined to be fully operational. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the site could not pass trace registration using an magnetic resonance imaging (MRI). The trace pattern was appearing more superior on the model. The surgeon tried to add touch points but the registration metric did not approve. Th site failed registration multiple times and could not get a metric below 8mm. The site aborted navigation and used a brainlab system to continue that case. There was no reported impact to patient outcome and a reported delay of less than 1 hour. Additional information: technical services (ts) reviewed the archives for this event. They noted that site was tracing on poor 3d models with islands around the eyes. The site also had two registrations where the tracing only occurred on the back of the head and were below the skin. One registration had touch points but point were chosen on the model where the islands appeared.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software appeared to be working as designed and the information provided was inconclusive to determine the cause of the reported issue. There was no indication that a software anomaly contributed to the reported behavior. Archives showed multiple failed trace registrations, and it was indicated that these failed registrations may have been due to the 3d model not being appropriately edited before attempting to register. If information is provided in the future, a supplemental report will be issued.